Manufacturer narrative:
The returned product was tested by ameda engineering. Suction was tested at six different settings. Cycle rate was concurrently observed and visually compared to the procedure. Cycle rate was observed to be nonconforming and vacuum measurements were not within specification for 2 of the 6 settings. Returned unit was investigated via disassembly for root cause and found defects within the circuit board.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the purely yours breast pump she exclusively uses to express breast milk for her baby began declining in function several weeks ago with lower suction, less milk output, clogged milk ducts and engorged breasts. This eventually led to right breast mastitis on (B)(6) 2015. Customer was prescribed a 10 day course of oral antibiotics from her healthcare provider on (B)(6) 2015. She recently completed the course of medication and feels great improvement in health. Customer pumped more frequently with a replacement purely yours pump sent to her after she contacted ameda, inc.